Event description:
An ophthalmologist reported that the 5000 cpm (cuts per min) cutter was reduced to 2500 cpm and switched between the two cutting speeds during a vitrectomy procedure. The case was able to be completed with the same console w/o delay. There was no harm to the pt.

Manufacturer narrative:
A sample has been rec'd and eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).